Event description:
Event as it was described to us by telephone. The nurse was filling 2 cryo-surgical units when the relief valve malfunctioned, blowing out a large amount of liquid nitrogen. The stream was so strong that it blew off her gloves and burnt her hand. She was taken to the emergency room, and is seeing a burn specialist today. They need liquid nitrogen, but don't want to use the suspect equipment. We (B)(4) are sending a new 30 ltr dewar and a new withdrawal device. They informed us that they couldn't send back the old equipment because (B)(4) and their workers comp insurer would want to evaluate it.